Event description:
The physician intended to implant a 3.5 mm diameter x 15 mm length integrity rapid exchange (rx) coronary stent to treat a lesion in a patient. It was reported that the balloon of the relevant device was observed to be damaged during use. No other information in relation to the type of damage was provided. The delivery system was removed from the patient. The device was returned to the manufacturing facility for evaluation and a leak was observed from the balloon. No further information has been provided on the event. No clinical sequelae were reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The stent was not returned with the delivery system. A pinhole tear was located on the proximal pillow of the balloon.

Manufacturer narrative:
Evaluation codes, results: root cause of reported event cannot be determined based on limited information. Evaluation codes, conclusions: no conclusion can be drawn (root cause of reported event cannot be determined based on limited information). (B)(4).